Manufacturer narrative:
Standard disclaimer on file.

Event description:
Patient tested blood glucose, took medication and within 5 minutes had a seizure. Ambulance responded and gave patient glucagon based on initial device reading and transported to hospital. Admitted to hospital and received insulin drip. Controls tested previously within range.